Event description:
Consumer reported complaint for error message (e-0). Husband is calling on behalf of the customer. The customer was experiencing symptoms of fatigue and vertigo; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer¿s expiration date is 11/23/2023 and open vial date is 07/16/2022. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: fatigue and vertigo. Meter and test strips were not returned for evaluation. Manufacturer contacted customer in a follow-up call on 20-jul-2022 to ensure the customer's condition had improved able to establish contact with customer who stated they were still feeling tired. No medical intervention since the last call was reported. Manufacturer contacted customer in a follow-up call on 22-jul-2022 to ensure the customer's condition had improved able to establish contact with customer who stated they were still feeling tired. Customer stated she did have a scheduled appointment with the dr. And the dr. Ordered a different meter for her. Manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 14-sep-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-078: user hematocrit low.